Event description:
Pci was performed on this pt for elective treatment of two lesions and 55% lvef. First treated was a 90% de novo lesion in 1st diagonal branch of 18mm in length in a 2.75mm. The lesion was ostial and had little to no calcification. Pre-procedure medications included aspirin, beta blockers, statins and plavix. The lesion was pre-dilated with an unk balloon at 6 atm before deploying one 2.5 x 18 mm cypher at 11 atm. A type e dissection occured, resulting in abrupt closure. Bailout gp lib/iiia inhibitors were administered during the procedure. A second stent, a 2.5x23mm cypher was deployed to treat the dissection. Residual diameter stenosis measured 0%. Timi ii and timi iii flows were recorded pre and post-procedure, respectively. Post-dilation was conducted as standard practice. Treated one month later, in a staged procedure, was a 95% de novo lesion in the mid left anterior descending artery of 20mm in length in a 3.0mm diameter vessel at a bifurcation (main branch).